Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the drd assembly had blown capacitor, c89, on the digital fluidics board. The cse replaced the drd assembly and dilution well assembly and aligned the drd, after which the dilution well would not operate. The cse then replaced the digital fluidics board with a new one, without change. The cse scheduled a return visit. The following day, the cse removed the drd assembly, and replaced the cables to the digital fluidics board with new ones. The cse checked voltages and installed a new drd assembly. The cse aligned the valves and drd. Quality controls were run, resulting within range. The cause of the flames or electrical sparks observed by the customer was due to a blown capacitor on the drd assembly fluidics digital board. The immulite 2000 xpi instrument is underwriter laboratories (ul) certified. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an immulite 2000 xpi observed flames or electrical sparks through the top vent slits of the dual resolution dilutor (drd) module casing during priming of the system. The instrument was quickly shut down and unplugged. It is undetermined if there were flames or electrical sparks. There were no reports of damage to the facility. There are no reports of adverse consequences due to the flames or electrical sparks observed by the operator.